Event description:
It was reported that during a marketing trial, a liver procedure was being performed using an unknown stapler. The sales rep was not present. The operating room manager reported that two days post operatively, the patient expired. The marketing trial has been stopped and put on hold. There is no further information at this time. It is unknown if a covidien device or and ethicon device was used. Surgeon information is unknown. Several attempts have been made to obtain additional information from the or manager, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and or an alleged quality issue with our device, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.

Event description:
The sales representative reported that the account was unable to find an event in thier files indicating a patient death occurred or that there was an issue or difficulty encountered with an ethicon device that resulted in a patient death.